Manufacturer narrative:
Date of event: unknown. (B)(4). Investigation summary: a device history record review was performed for provided lot number 9322472. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, 1000 physical samples and a picture sample was received for evaluation by our quality team. Through examination of the samples, a visual inspection was preformed and the needle hub flash was confirmed to have a molding defect. In response to this incident, the defective samples were taken to be shown to the molding coordinator, mold techs and inspectors. Investigation conclusion: our quality team will continue to monitor the manufacturing process for this defect and other emerging trends. Root cause description: the cause of this defect could have resulted from the cavity of the mold, causing the defect, and going unnoticed during inspection.

Event description:
It was reported that needle vented nokor 16x1 tw had a molding defect. This occurred on 1000 occasions before use. The following information was provided by the initial reporter: material no.: 305213 batch; no.: 9322472. It was reported that needles were found with flashing.